Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient condition was unknown.